Manufacturer narrative:
Concomitant product UDI for pump is (B)(4), concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence as the device stopped working. A revision surgery is planned. There were no additional patient complications.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working; therefore, a revision surgery is planned. No additional information was provided.